Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1.

Event description:
Patient reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inflammatory process", "lobulated bilaterally", "folds", "free fluid".

Event description:
Patient reported right side "inflammatory process", "lobulated bilaterally", "recall", "folds" and "free fluid". Additionally, patient reported "laminar fluid collections around both breast implants, "presence of significant contracture in the implants", baker grade unknown. The device remains implanted.